Event description:
A customer contacted beckman coulter inc., (bci) regarding an erroneously high troponin (accutni) result generated by the access 2 immunoassay system for one patient. The result was reported out of the lab and questioned by the physician. Upon repeat on this and on a different instrument, the results were within the normal reference range. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Samples were lithium heparin that were centrifuged at 3,000 pm for 5 minutes. Qc was within the customer's established ranges prior to and after the event. A system check performed on (B)(4) 2010 met specifications. The customer's own bio-med department is currently working with bci technical support. Service notes were not available to date. No clear root cause could be determined for this event to date.